Event description:
Follow-up revealed the infection was improving.

Event description:
Further device information has been included. Therefore, additional reports were included pertaining to the event. Device 1 of 4. Reference MFR report #: 1627487-2016-02415, 1627487-2016-02416 and 1627487-2016-02417. Follow-up revealed the patient's lead site was infected as well. The patient experienced neck and midback pain in addition to on and off fevers. As a result, the patient's scs system was explanted on (B)(6) 2016. The patient was given antibiotics and is reportedly doing fine.

Manufacturer narrative:
(B)(4) sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4)

Event description:
It was reported the patient had a potential infection at the ipg site. As a result, the ipg was moved to the extension site on (B)(6) 2016 and the extensions were explanted because they were no longer needed. Follow-up revealed the patient was doing fine.